Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product/provided pictures exhibit signs of repeated use (nicks or gouges), also the impactor plate has fractured off and all pieces have been returned. Dimensional analysis determined that the product, where measured, was conforming to print specifications. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.  Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during impacting, the plate fractured. Subsequently, the procedure was completed with the same device. No adverse events have been reported as a result of the malfunction.